Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/11/2020. A manufacturing record evaluation was performed for the finished device batch pmh932, 8720h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2020 additional information: d4, g1 additional information was requested and the following was obtained: could you please provide the lot number? Pmh932 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that¿ multiple strands of 4/0 and 5/0 prolene sutures breaking over the course of the last month. Were these issues previously reported to ethicon? If yes provide the reference number. The previous issues were not reported to ethicon and when asked, there is no recorded information of the previous events. (Anecdotal assumptions by the customer that it is the same ¿issue¿) how many procedures are being reported? One. How long was the delay? 2 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? None. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no the previous broken sutures where already reported? No. Previous pi was submitted as no complaint was submitted by the customer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Follow-up information was received that stated: lot code 8720, lot xj8720 p30. Code 8557, lot xj8557 p30¿. Lot numbers xj8720 and xj8557 are not valid and appear to be the product codes restated. What is the lot number for device with the product code 8720h? What is the lot number for device with the product code 8557h? What does p30 refer to? Note: events reported in medwatch reports 2210968-2020-04952 and 2210968-2020-04951. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke at different spots along the suture. The surgery was delayed for 2 minutes. Another like device was used. The procedure was completed successfully with no adverse patient consequences. Additional information was requested.